Manufacturer narrative:
(B)(4) (partial deployment).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00899 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, an ultraflex tracheobronchial stent was being placed in the right main stem of the patient's lung as a palliative measure for a malignancy. Once in position, the physician attempted to deploy the stent. Pulling the deployment suture however, would not completely release the device. The stent was only partially deployed and pulling the deployment suture further caused the device to bend. The physician removed this device and attempted to place another ultraflex tracheobronchial stent, only to get the same result. The procedure was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00899 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a procedure performed on (B)(6) 2010 ((B)(6) male; weight unknown). According to the complainant, an ultraflex tracheobronchial stent was being placed in the right main stem of the patient¿s lung as a palliative measure for a malignancy. Once in position, the physician attempted to deploy the stent. Pulling the deployment suture however, would not completely release the device. The stent was only partially deployed and pulling the deployment suture further caused the device to bend. The physician removed this device and attempted to place another ultraflex tracheobronchial stent, only to get the same result. The procedure was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The delivery device alone was returned for analysis. The stent and deployment thread were not returned. There was slight bending noted at various locations along the length of the shaft. The most probable root cause is undeterminable. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.